Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right on the middle of bottom case. Event log history was performed and indicated that primary audible alarm post error and base hardware failure were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker for preventive of primary audible alarm and the interconnect board for base hardware failure and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No patient consequences were reported. No adverse effects were reported.